Event description:
During a persistent atria l fibrillation procedure, a pericardial effusion occurred. The decision was made to catheterize the marshall vein to check for possible alcoholization, before beginning reconstruction of the left atrium. The vein could be seen upon contrast injection on fluoroscopy. As the vein was thin and difficult to reach with the guide, the physician preferred to give up the alcoholization. Transseptal was performed with no difficulty. However, prior to ablation, the patient became slightly hypotensive. An echography was performed, and a small circumferential effusion noticed around the right atrium, with no compression of the heart. A second echography was performed 15 minutes later. In the meanwhile, ablation of the posterior wall and of the superior vena cava was performed. The second echography revealed an increase of the effusion. The procedure was stopped and a pericardiocentesis was performed to stabilize the patient. The patient was transferred to the intensive cardio logic care unit where he remained stable. There were no performance issues with any abbott devices. The physician believes the effusion occurred during the effusion occurred during catheterization of the vein of marshall with non abbott product. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)